Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet.

Event description:
It was reported prior to the start of da vinci assisted surgical procedure; error 23087 on universal surgical manipulator (usm) occurred at startup and could not be resolved. The customer reported event has no report of patient injury.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis, and the reported 23087 error was confirmed but not replicated. In logs, the 23087 error was found indicating fault on dof 9, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the instrument sterile adapter (isa) printed circuit assembly (pca) was inspected, and no faults could be identified. The complaint was confirmed by failure analysis. The probable root cause is attributed to sensor errors pertaining to the isa pca of the usm.

Event description:
Refer to h11 for follow-up information.